Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were still not returned. A complaint database search finds no other similar reported incidents against the provided product and lot combinations since their release for distribution. Medical records were obtained and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pinnacle hip replacement revision due to problems. More details to follow. Update (B)(4) 2013 - revision due to painful ceramic on metal thr to alval due to trunionosis. Patient had significantly raised cobalt and chromium levels